Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head is falling apart.screws sticking out and it's loose.brush head fall apart before because the screws fell out completely - oral-b [device breakage] case narrative: consumer via phone stated that the oral-b toothbrush head was falling apart and the screws were sticking out/loose. The oral-b toothbrush head fall apart because the screws fell out completely. No injury was reported.

Manufacturer narrative:
31-jul-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head is falling apart...screws sticking out and it's loose...brush head fall apart before because the screws fell out completely - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit] . Case narrative: consumer via phone stated that the oral-b toothbrush head was falling apart and the screws were sticking out/loose. The oral-b toothbrush head fall apart because the screws fell out completely. No injury was reported. 22-may-2024 case update from information initially received on 03-may-2024: the device was discarded. No injury was reported. 31-jul-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
03-may-2024 case update: complained product will not be not available.

Event description:
Brush head is falling apart. Screws sticking out and it's loose. Brush head fall apart before because the screws fell out completely - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush head was falling apart and the screws were sticking out/loose. The oral-b toothbrush head fall apart because the screws fell out completely. No injury was reported. 22-may-2024 case update from information initially received on 03-may-2024: the device was discarded. No injury was reported.